Manufacturer narrative:
After battery installation, unit powered on with an unexpected blank display. Unit was unable to be downloaded, therefore unable to generate power graph. Pump was monitored and device heating up was noted. Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and force sensor. Test p-cap locked in place properly during testing. The following damages were noted: cracked case-corner of belt clip rails, pillowing keypad overlay, and scratched case. In summary, customer concern for device heating up confirmed. After monitoring pump, device began to heat up at battery tube. After removing battery, heat on battery was noted as well. Blank display confirmed due to corroded electronic assembly. Isolate to electronic stack. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump is warm, hot, or overheating. Customer did notreport damage to battery compartment, battery cap, or pump case. Issuecontinued after replacing battery. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.